Event description:
It was reported that bd maxplus needleless connector was separated the following information was received by the initial reporter with the following verbatim: it was reported that the spiros device is being pushed out by positive pressure PICC bung. The spiros device can be seen being rotated and pushed out despite how hard we place it back.

Manufacturer narrative:
No samples were received for investigation for (B)(4), in which the customer has stated: ¿the spiros device is being pushed out by positive pressure PICC bung¿. The product in use at the time is reported to be a mp1000c-0006. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.